Manufacturer narrative:
The t:slim pump user guide states: the default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer could not recall if the blood glucose level was impacted. Tandem customer technical support (cts) confirmed that the auto-off alarm was set for 12 hours and the customer acknowledged the information. Cts educated the customer on the auto-off safety feature and advised the customer to discuss the alarm with a healthcare provider prior to modifying the time on the alarm. The customer understood and was satisfied.